Event description:
A (B)(6) male patient presented to trauma center with right chest stab wound and subclavian artery transection. Z-medica quikclot 4x4 x-ray (prod #459) was packed in stab wound and patient brought to operating room and sternotomy and arterial repair performed. Postoperatively, packing should have been removed within 24 hours but was overlooked. Despite radio-opaque marker in quikclot dressing, presence of dressings in stab wound was not identified on 20 subsequent chest x-rays and 4 CT chest scans. Patient was readmitted twice with drainage and abscess at stab wound until dressings found and removed at incision and drainage 73 days after insertion. Retrospective review of imaging indicate the radio-opaque marker in the quikclot 4x4 x-ray dressings were visible on some x-rays. However the marker is considerable fainter and thinner than radio-opaque markers used in traditional operating room surgical sponges, making the dressing more difficult to identify on plain radiography and CT scanning. Recommend a more visible radio-opaque marker due to the risk of leaving this product in traumatic wounds. Also suggest only large format dressings be used for packing, such as rolls.